Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump has motor error alarm. The customer¿s blood glucose was unknown. It was also reported that the insulin pump has cracks in casing near the reservoir. No troubleshooting was performed. The insulin pump will not be returned for analysis.